Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and found to be non-conforming with the probe needle bent and the inner cutter stuck in the port of the needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be non-conforming for actuation and aspiration; the inner cutter remained in the port of the probe needle during both tests. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive was observed on the inner cutter. The inner cutter / coupling adhesive bond fillet was visually inspected and found to be non-conforming. The inner cutter was observed to be bent. No wear marks were observed at the bend area. The evaluation confirmed that the probe had an actuation failure. Unrelated to the reported event, the evaluation also indicated that the returned probe had an aspiration failure. The cause of the aspiration failure is the observed actuation failure, causing the inner cutter to become stuck in the port of the probe needle, obstructing aspiration flow through the probe. The root cause for the actuation failure is the separation of components within the probe. It appears that at the beginning of surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. A secondary contributing factor to the observed actuation failure is the bent needle and bent inner cutter. A damaged/bent inner cutter can impede the movement of the cutter shaft. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. The procedure has been reviewed and was found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. The inner cutter / coupling adhesive bond fillet for the returned sample was non-conforming. Therefore, an investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. No additional action was taken by the manufacturing site as the exact root cause of the observed bent needle could not be determined from the evaluation performed. Probe assemblies are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe could no actuate due to adhesion on the probe during surgery. The product was replaced and procedure completed with no patient harm.